Event description:
Pt revised to address dislocation of head from pt's anatomy.

Manufacturer narrative:
Examination was not possible, as the products were not returned. A search of the complaint database on the global head found no prior reports for this part and lot number combination. Provided info states the products are not suspected of failing to meet specifications or contributing to the reported events. Based on the investigation, the need for corrective action is not indicated. Should add'l info be received the investigation will be reopened. Depuy considers the investigation closed.